Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/13/2026. An investigation was conducted on 02/19/2026. A visual inspection was conducted. The harvesting device was not returned for evaluation, however, the cannula was returned for evaluation. As per the acct mgr response- "they sent it what they had so they won't be sending anything else". A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact. Based on the incomplete device return, and the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000523536 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 cautery stopped working. There was no injury reported.